Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box, lot # 73j1600307 was manufactured on 09/19/2016 a total of 18,000 pieces. Lot was released on 09/21/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the trigger partially engaged. The staples appeared to be slightly misaligned. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 28 staples left in the cartridge indicating that 7 staples have been fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The partially engaged trigger was squeezed using hand pressure. Upon full engagement of the trigger, a staple properly formed and released. The next staple, however, was unable to properly form. No other remarks: more staples fired due to the misalignment of the staples. The stapler was disassembled and it was found that a piece of the cover block that attaches to the trigger was broken. This damage could prevent staples from properly forming and could also cause the staples to become misaligned. The remaining staples were removed from the device and microscopically examined. Upon microscopic examination, no burrs or defects were observed. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of "staple stuck in unit" was confirmed based upon the sample received. The returned stapler was only able to fire two staples, with only one of them being able to properly form, due to the misalignment of the staples. A piece of the cover block that attaches to the trigger was found to be broken which could cause the staples to get misaligned and prevent the staples from properly forming. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received, operational context caused or contributed to this event.

Event description:
The physician found the staplers were stuck during use on a patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician found the staplers were stuck during use on a patient. There was no patient injury.